Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in posterior side assessed as fold flaw opening. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device.

Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.